Event description:
It was reported that during a laparoscopic gastric bypass procedure, the pt needed a blood transfusion postoperatively due to bleeding. It's unknown whether bleeding is from distal anastomosis or gastrojejunostomy.